Event description:
The following information was provided: as per pss implant request: patient had osteosarcoma left femur s/p resection and reconstruction with a burstein-lane knee prosthesis. Left femur revision. Burstein/lane prosthesis done 1981 and a custom left proximal femur short segment fixation implant with screw into the proximal femur, press fit stem. Patient is now non-ambulatory due to failure of the implant proximally. Patient has no quad mechanism, hence the prosthesis. Patient requires revision but the tibial component is well-fixed and would compromise the patient if it had to be removed.